Event description:
Customer alleged discrepant blood glucose results of 119 mg/dl and 62 mg/dl when testing was performed back-to-back on the compact plus system. Customer reported having symptoms including thirst, sweating, cold, hungry. Customer reported self-treating with an orange and chocolate and felt better. Replacement product was sent. Customer does not have product to return.

Manufacturer narrative:
Customer did not have test strips to return; lot number was unavailable, therefore, retention testing cannot be performed.